Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment that took place 2 days prior. During drain 3 of 4 there was a please check pl and dl message. The patient stopped treatment and found fluid leaking from inside the cassette door. There was fluid inside the pump module area of the cycler and on the external part of the cassette. The patient was advised to stop using the cycler and revert to manual treatments until the new cycler arrived. The patient had manual supplies and was able to comply. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse events. The patient was able to do manual treatments until receiving a new cycler. The patient got a new cycler, and it is working well. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment that took place 2 days prior. During drain 3 of 4 there was a please check pl and dl message. The patient stopped treatment and found fluid leaking from inside the cassette door. There was fluid inside the pump module area of the cycler and on the external part of the cassette. The patient was advised to stop using the cycler and revert to manual treatments until the new cycler arrived. The patient had manual supplies and was able to comply. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse events. The patient was able to do manual treatments until receiving a new cycler. The patient got a new cycler, and it is working well. The cycler set is not available to return.